Event description:
It was reported that the patient experienced would dehiscence in the stimulator pocket. The wound was cleansed and steristrips were applied. The patient outcome was reported as ongoing.

Manufacturer narrative:
Lead model 3387-40, lot# v001978, implanted: 2006-(B)(6), explanted: unknown, lead model 3387-40, lot# v001978, implanted: 2006-(B)(6), explanted: unknown, extension model 748251, serial# (B)(4), implanted: 2006-(B)(6), explanted: unknown, extension model 748251, serial# (B)(4), implanted: 2006-(B)(6), explanted: unknown.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a left chest incisional gap at the midline approximately 1.5 cm in length and 2-3 cm deep after staple removal. The severity was considered moderate. The patient's status was undetermined at the time of the report.